Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2011, (B)(4) 2011, and (B)(4) 2011 by phone, fax, and mail. Additional information was received by email on (B)(4) 2011. A completed questionnaire has not been received. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
A consumer reported experiencing blurry and "muddy" near vision following intraocular lens (iol) implant surgery. She stated that the surgeon "tweaked her eye" with a laser, but it did not help. The surgeon has referred her to another surgeon. In a follow-up, the consumer further reported that her distance vision is good. Additional information has been requested.